Manufacturer narrative:
The following devices were also listed in this report: unknown shell; cat#unk ; lot#unk. Unknown liner; cat#unk ; lot#unk. Alumina v40-femoral head 28mm, +4mm nk; cat#6565-0-228; lot#27167702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for periprosthetic infection- metallosis and bone puncture done on (B)(6) 2017. It was reported through the filing of a lawsuit that allegedly the (B)(6) 2017 cup and liner exchange "did not resolve the problems and on (B)(6) 2017 the patient was readmitted because of a hip infiltration (periprosthetic infection-metallosis), requiring a bone puncture. Patient did not get better. On (B)(6) 2017 her surgeons removed the stryker stem and femoral head and replaced all of the stryker components except the cup and liner already replaced in the [previous surgery]".

Manufacturer narrative:
An event regarding infection and metallosis involving an accolade stem was reported. The event was not confirmed method & results: product evaluation and results: not performed as no product was returned for evaluation - it remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been one other similar event for the reported lot and sterile lot. The other event relates to the same device/patient, therefore no further trending is required for this commonality conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology, progress notes, x-rays and evaluation of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for periprosthetic infection- metallosis and bone puncture done on (B)(6) 2017. It was reported through the filing of a lawsuit that allegedly the (B)(6) 2017 cup and liner exchange "did not resolve the problems and on (B)(6) 2017 the patient was readmitted because of a hip infiltration (periprosthetic infection-metallosis), requiring a bone puncture. Patient did not get better. On (B)(6) 2017 her surgeons removed the stryker stem and femoral head and replaced all of the stryker components except the cup and liner already replaced in the [previous surgery]."